Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for two patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: sid (B)(6) calcium initial result = 5.7 mg/dl repeat result = 9.4 mg/dl. Sid (B)(6) calcium initial result = 5.2 mg/dl repeat result = 9.3 mg/dl. Normal range 8.6 - 10.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Complete information for section a1: patient identifier is sid: (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and performed extensive troubleshooting. The fsr resolved the issue by replacing and calibrating the alinity c-series sample probe (04s51-01) and alinity c-series reagent probe (04s49-01). The sample syringe assy (c-35016391-02) was also replaced to resolve the issue. No additional result issues have been reported since the service activity occurred. The alinity c-series sample probe (04s51-01), alinity c -series reagent probe (04s49-01) and the sample syringe assy (c-35016391-02) were determined to be the likely causes of the result issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module, alinity sample probe (04s51-01), alinity c -series reagent probe (04s49-01), and the sample syringe assy (c-35016391-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module, alinity sample probe (04s51-01), alinity c -series reagent probe (04s49-01), and the sample syringe assy (c-35016391-02) was identified.

Event description:
The customer observed falsely depressed calcium results generated on the alinity c processing module for two patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: sid (B)(6) calcium initial result = 5.7 mg/dl repeat result = 9.4 mg/dl. Sid (B)(6) calcium initial result = 5.2 mg/dl repeat result = 9.3 mg/dl. Normal range 8.6 - 10.2 mg/dl no impact to patient management was reported.